Event description:
Procedure: inguinal hernia repair. According to the reporter, the doctor completed the dissection before the balloon burst. A patient was involved without injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).